Manufacturer narrative:
A hole was identified in the catheter at removal. The investigation yielded that the catheter had been indwelling for 4 days then removed due to leakage. The catheter was replaced shortly thereafter but the need for replacement resulted in a delay in the delivery of medication. No other patient impact was reported. The catheter was not returned to avi for evaluation. The catheter lot number was not recorded. Given the limited information provided, no further investigation was possible.

Event description:
Report of a fractured line.